Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, the fiber body was broken. The glass tip was in good condition. During functional testing of the subminiature version a (sma) connector had burn marks on the connector face, additional the aiming beam was weak. During functional testing the console read "treatments used: 0 treatments left: 1". It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. In addition, burn marks were found on the connector face is a secondary failure. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the ureteral calculi procedure, the fiber was inserted in to the patient's body and after the laser was started, the fiber could not transmit energy. The fiber was checked and found to be damaged. The procedure was completed using another device. No patient complications were reported. Analysis of the returned fiber revealed the fiber was broken in two pieces.